Manufacturer narrative:
(B)(4) (revision surgery). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent transforaminal lumbar interbody fusion surgery with spinal cage and screw at l4-5 on (B)(6) 2015. It was reported that on an unknown date, post-op, screw loosening at posterior l5 was observed. No bone union was observed. Patient underwent revision surgery in which l5 screw was removed from posterior and was replaced with 8.5 mm pedicle screw and connected with l4 cortical bone trajectory. The removed products were disposed at the hospital.